Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The insulin pump has a scratched display window and a missing end cap sticker.